Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician reported that the black radiopaque band on the sheath slipped off in the patient's right av fistula after a de-clot procedure. The physician had the radiology department verify the tip location via CT scan. The tip had migrated to the patient's lung. The physician decided not to retrieve the tip because the patient is doing well.

Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and of the last six lot numbers provided to the customer, one similar complaint was found. A review of the device history record was performed and of the last six lot numbers provided to the customer, one similar failure was found. Corrective actions are in process.